Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2016. Model number / catalog number: sc-2218-50, serial number: (B)(4), batch / lot number: 14302231 / 14302231, model / catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure.